Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A company representative reported that the pump was explanted and replaced with a new pump. The reason for explant is unknown.